Event description:
It was reported that a patient implanted with an impella cp experienced positioning issues and the patient's urine was red. The pump was repositioned to resolve the issue. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
The investigation of positioning issues and hemolysis has been completed. The impella device was not returned for evaluation. The data log showed several impella position alarms in the aorta/ventricle after 30 minutes of use, with some pump flow saturation lasting for about one hour. The placement signal waveforms were damped during the positioning issue, which was later resolved. According to clinical notes, the tuohy needle was not locked. The patient immediately relaxed after repositioning. The pump was also repositioned the following day, 22-july, and hemolysis began to resolve on the next day. The cause of the hemolysis issue was most likely improper positioning of the device based on data log review and provided clinical details. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30970. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-30970.